Manufacturer narrative:
(B)(4). The service engineer inspected the device and found a diagnostic error code relevant to the reported condition. The graphical user interface (gui) printed circuit board (pcb) and backlight inverter pcb were replaced. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator graphical user interface (gui) display was inoperable. The ventilator was not in use on a patient at the time of the event.